Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023 data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction g6 type of report- follow up h1 type of reportable event - malfunction h2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required. Correction.